Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. This was the second of two similar, back-to-back dialyzer blood leaks experienced by the patient. No damage was identified on the dialyzer. The blood leak was not visible. Blood test strips were used and tested positive. The machine did alarm. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment. The sample was discarded by the user facility and was not available for manufacturer evaluation. During follow-up with the clinic manager, she reported the patient had patency issues with his access and felt this was the reason for the blood leak.

Manufacturer narrative:
The reported complaint is not confirmed as a complaint sample was not available for MFR eval. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.